Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was not provided. No additional information was provided.